Manufacturer narrative:
After inserting a battery simulator into the battery compartment, the device would display an "insert battery now" message. This is due to a loose and poor contact between the metal sleeve inside the battery compartment and the battery simulator. Unable to perform displacement, and self tests due to the poor contact.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss alarm. Customer's blood glucose value was unknown. The device will return for analysis.